Event description:
The customer reported that several drops of diluent leaked from the act-diff instrument when she removed the probe wipe block to clean it. When she reinstalled it and ran startup the instrument generated error ( #10). No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced a malfunctioning valve (lv8) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. The failure mode identified could cause erroneous results due to contamination of the sample tube during aspiration as a result of inadequate probe wipe. (B)(4).